Event description:
Customer reported, the system is not saving images properly. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the hard drive, reloaded software, and replaced the ethernet card. System operates as intended.